Event description:
It was reported that the pt had an arrow central venous catheter and another manufacturer's central lumen catheter inserted in 1996. Each catheter was inserted via a guide wire. Eighteen months later, the pt returned to the hosp for removal of a piece of the guide wire that was in a vein. The supplier of the guide wire is unknown. The pt recovered without any complications.